Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to insert multiple usb cables into the usb port. Subsequently, the customer was unable to charge the pump and the pump shut down due to insufficient power. Customer reported blood glucose level was 125 (mg/dl). Reportedly, the customer began using manual injections as insulin therapy and will continue until the replacement pump is received.